Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, however the cable was replaced as a preventative. It was also noted that the label was missing.

Event description:
It was reported that the radio frequency programmer head had telemetry failure. It was further requested that the head receive a new label. The head was returned for service. No patient complications were reported as a result of this event.